Manufacturer narrative:
The switching board and power supply board were replaced to resolve the reported issue. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the unit would restart on its own. There was no report of patient involvement.